Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that there had been a recent internal flood in the room where unit (B)(6) was located. The device was no longer communicating with the server, and onsite staff were concerned that it may have sustained water damage, as it was directly in the path of the ceiling leak. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, and no further investigation was required as customer stated that the pipe broke in the room did not get water on the station. They unplugged it and moved. The system functioned as intended when the field service engineer investigated the device.